Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be conclusively identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Attempts were made to obtain reprocessing info, but the only information that was obtained was that their products for manual "detersion" are dosed by hospitera pumps, and the series 4 soluscopes used for the cycles also have a dose calculation system. The endoscope was used for the last time on thursday afternoon, june 15th, and had completed cycle 1 after use. On monday june 19th, bubbles were observed during pressurization prior to cycle 4 disinfection/72h. No further information was provided. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the evis exera iii colonovideoscope had no air/water flow. There was no report of patient harm. The device was returned to olympus, evaluated, and a solid and whitish crystalline foreign material similar to cleaning agent residue was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event "no air/water flow" was confirmed due to clogged nozzle. Foreign material found in the nozzle would very likely have accumulated and clogged it during the reprocessing phase. Cleaning agent dosage might have been too high, this could have been coupled with poor rinsing. Additional evaluation found that the bending section cover glue was separated, and the angulations were out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.